Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, no therapy for slow ventricular tachycardia was observed on egms. Programming changes were made. Patient was fine.